Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm confirmed contamination in the pneumatic module (0997-00-1178) and safety disk, both were replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back incident. There was no harm or injury to patient reported.